Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Corrective and preventive action has been opened to investigate the high rate of no sensor detected complaints, and the root cause and resolution were documented through the CAPA process. No further investigation is necessary on this RMA since the CAPA resolution will apply to this case.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user had not been able to obtain a signal with her placement guide resulted in sensor removal.